Manufacturer narrative:
The device was returned but was inadvertently scrapped prior to evaluation. The provider was given credit and the consumer was refunded.

Event description:
Alleges the footrest collapsed on chair causing injury.

Manufacturer narrative:
The device was located and evaluated. The alleged condition (footrest collapse) could not be duplicated.

Event description:
Alleges the footrest collapsed on chair causing injury.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should the device or further information become available, a follow-up report will then be submitted.

Event description:
Alleges the footrest collapsed on chair causing injury.

Manufacturer narrative:
The "patient identifier" was updated. The device has not been made available for evaluation at this time. Should the device or further information become available, a follow-up report will then be submitted.

Event description:
Alleges the footrest collapsed on chair causing injury.